Event description:
The account generated a (B)(6) architect anti-hbs result on a specimen that tested lumipulse presto anti-hbs (B)(6). No specific patient information was provided. No impact to patient management was reported. Testing data provided: architect anti-hbs = (B)(6); architect hbsag = (B)(6); architect hbc ii = (B)(6); lumipulse presto anti-hbs = (B)(6); lumipulse presto hbsag = (B)(6) (no interpretation provided); lumipulse presto anti-hbc = (B)(6) (no interpretation provided); sgot = (B)(6) (no unit of measure provided); sgpt = (B)(6) (no unit of measure provided).

Manufacturer narrative:
Upon retrospective review, it was discovered that suspect medical device manufacturer name, city and state for the device distributed in the u.s. Was incorrect in the initial report , MFR report # 1415939-2012-00202 . This MDR is the correction. This report is being filed on an international product, architect anti-hbs, list 7c18, that has a similar u.s. Product distributed in the u.s., architect ausab, list 1l82. (B)(4). Through all tasks completed (labeling review, instrument log review, historical data review) , including specificity analysis for architect anti-hbs reagent 7c18-25 reagent lot 10572lf00 this complaint investigation has concluded that reagent lot is performing acceptably. Historical review shows no adverse trend for this list number for this issue. There is no atypical complaint activity for this product lot. No product deficiency or additional issues were identified during the investigation of this complaint. A population of 105 (B)(6) samples were tested using an in-house file sample of architect anti-hbs reagent 7c18-25 lot 10572lf00 as used. All samples returned (B)(6) results therefore, showing no specificity issue with the reagent lot. There is no indication of a malfunction of the assay, per the respective package inserts if the test results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute and chronic infection. Additionally, the account noticed that the concentration of (B)(6) dropped significantly when subtype ay antigen was added but dilution linearity studies showed poor linearity. The drop of (B)(6) concentration after addition of subtype ay antigen indicates the presence of antibodies against the (B)(6) in the sample. However, poor dilution linearity might also indicate potential interfering substances within the sample. As per literature (B)(6) can coexist in certain cases of chronic infection. Further analysis of other (B)(6) markers as well as dna presence would aid the determination of the (B)(6) infection stage as samples beyond the architect anti-hbs dynamic range (0 to 1000 miu/ml) are not useful in determining an individual's clinical status. Since all test results indicate that the assay is performing acceptably it must be assumed that the current issue is associated with the specific sample. There is no information currently available regarding the lumipulse presto assay and its correlation to the architect anti-hbs assay and no patient sample return was available to investigate further interfering substances.